Manufacturer narrative:
Due to no product return, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that when the doctor was placing the anchor and the anchor was detached from the handle. The anchor was removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.